Event description:
The user reported that a 100 ml infusion was set to run at 35ml/hour, however an hour and 50 mins into the infusion the container was empty with no evidence of leakage. The volume to be infused (vtbi) on the pump was still showing 48ml at this point. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results, should the device be received for eval.